Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2010. Upon opening the femoral component, a white residue was observed in the posterior medial condyle groove. Another component was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
Examination of returned device found the white residue to be a polishing compound. This report submitted (B)(6) 2010.